Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving the basal/bolus infusor lv. According to the facility, the device over-infused during a pt infusion of 0.2% ropivacaine hydrochloride hydrate 100ml. The facility reported that the device delivered 100ml of medication in 13 hours, and as a result, the pt experienced a drop in blood pressure. The device was connected to the pt with a catheter. A pt control module (pcm) was not in use with the device. No further info was available.

Manufacturer narrative:
One used infusor was rec'd with a connected 2ml patient control module (pcm), containing no fluid. The unit was visually examined for signs of abnormality and none were found. A standard flow test was performed on the infusor for thirty hours and a functional test was also conducted on the 2ml pcm. At the end of the flow and functional test period, the following results were obtained from the infusor and the 2ml pcm: specification range: 7.20-8.80. Average volume delivered = 1.97 ml; specification range = 1.80-2.20 ml. The flow rate of the infusor and the average delivered volume of the 2ml pcm were found to be within the specification range. Based on the evaluation findings, the infusor and the 2ml pcm performed as expected.